Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation in its original unopened package. Visual inspection revealed that the formed section of the package had evidence of excessive creasing. The packaging had a different visual appearance from normal in that the air inside the pouch had been evacuated and the pouch made a ¿crinkling sound¿ when handled. The package was opened, and the device contained evidence of iodine present in the sponge. The device was then weighed, and the amount of iodine present in the sponge was found to be out of specification. The reported condition was confirmed. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. A batch review will be performed. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that when the patient opened the minicap over-pouch, they noticed that there was inadequate amount of iodine. This was identified prior to use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.